Event description:
It has been reported to philips that there was an image processing malfunction. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that there was an image processing malfunction. The philips engineer suggested replacement of the image processing pc (ippc), but the quote was not accepted by the customer, and no service has been provided from philips. No further reports of the issue have been received. The codes were updated based on the investigation outcome.